Manufacturer narrative:
(B)(4)

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that they were experiencing blood glucose levels in the 300 to 400mg/dl range with ketones. The reporter indicated that the pump has been emitting loss of prime warnings over the past 4 months. The pump reportedly last emitted a loss of prime warning on (B)(6) 2012. The patient followed up on (B)(6) 2012 and indicated that the loss of prime warnings have continued after changing the cartridge lot. This report is being made based on the allegation that the patient experienced elevated blood glucose levels with ketones.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Pump not primed warnings were observed in the pump black box associated with low non-zero force. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no loss of prime warnings were duplicated during testing. The force sensor was tested and was found to be detecting force appropriately. The pump was opened and no force sensor defects were found.